Event description:
It was reported the patient presented to the ER with fever and pus discharge at the ipg incision site. As a result, the patient was placed on antibiotics. Follow-up identified a pin hole was observed at the ipg incision site. Subsequently, the patient was hospitalized. Surgical intervention was undertaken on (B)(6) 2014 thereby explanting the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.